Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer was admitted to the emergency room, and subsequently hospitalized due to an elevated blood glucose level over 600 mg/dl and ketones. Customer was treated with intravenous insulin and discharged the following day with no permanent damage. Reportedly, the customer used expired insulin, and the customer alleged the pump did not deliver insulin as intended. Reportedly, the customer reverted to an alternate pump for insulin delivery.